Manufacturer narrative:
A replacement device was sent to the patient. The device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient reported that their teladoc blood pressure monitor sparked a few times and there was a puff of smoke. The patient confirmed that they did not sustain any type of injury as a result. The patient stated that they opened the battery compartment of their device and saw that the batteries were swollen and corroded. They did not attempt to change the batteries and just discarded the device.